Event description:
During orthopedic surgical procedure a leibinger drill bit (1.2mm size) broke off and hit the operating room technician in the upper eye lid. Two 1.2 mm drill bits broke on the procedure, prior to being placed in bone.